Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during a lasik procedure a small area in the middle of the left eye could not be cut. The physician could not lift the flap and decided to put a bandage contact lens on the eye. No treatment will be done on the patient until further notice. Upon follow up, further treatment will be done in approximately four months.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. The logfile shows that the z-offset is unusually high for inclined offset but within specification. No technical problems or deviations could be identified by the logfile review. According to the image on the treatment report, a vertical gas breakthrough (vgb) has occurred on the left eye. Vgb is known to appear in thinner cuts more often when compared to thicker flaps. According to the treatment report, the desired flap thickness was 120m. However, fluid and corneal lacrimation might have built a fluid layer additionally reducing the flap thickness. The canal length on the treatment report shows a minus value which could also be seen on the images that the canal is not open and venting. According to state of the art medical practice, an interrupted cut can be repeated. The report states that the flap was not lifted. Unless not opened the biomechanic stability of the partially cut cornea is higher than a opened flap of a completed lasik. Thus, the risk is considered to be reduced as far as possible for the patient. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The most possible root cause is vertical gas breakthrough caused by an unintended thinner flap (combination of higher offset, fluid, lacrimation on cornea) and canal not open and venting. The manufacturer internal reference number is: (B)(4).